Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states..

Event description:
Customer reported via phone call display anomaly. The customer's blood glucose was unknown. It was reported blank screen and does not switch on. There is an absence of audio/vibrate alarm. There is condensation marks behind display window. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Blank display and constant tone due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly.